Event description:
On (B)(6) 2011, elevate anterior and elevate posterior grafts were implanted. At completion of the elevate posterior procedure, during the digital rectal examination, a rectal injury was discovered. The surgeon believes this occurred during dissection and that the device did not malfunction. During dissection the surgeon noticed that the tissue in this area was thin and scarred, likely from a previous procedure. The entire device was removed and the rectal defect was sutured using double layer closure technique.

Manufacturer narrative:
Device analysis indicates damage to the device occurred intraoperative. A partial elevate graft was returned including ends with the eyelets. The anchors on the opposite end were removed in the operating room and not returned. Graft measured approx 6.5 in length. Two partial fixating arms were returned inserted into eyelets. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.